Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used in a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the nurse sustained a small abrasion on her finger as the nurse was exerting force to pull the pullwire out of the stoma. It was reported that the patient had a scar tissue causing the nurse to require much force in pulling the pullwire. The abrasion was treated with band-aid and the nurse was reported to be okay. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) feeding tube difficulty placing/retracting. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.